Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv channel on ff and pace/sense recreated at follow-up with decreasing impedance. Vf detection but no therapy delivery. The lead remains implanted. Should additional information become available, this file will be updated.